Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): during startup, startup of the hamilton-c6 failed with various technical errors. No patient was involved. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: it was reported that the ventilator showed several internal technical faults (tfs) during standby after installation, while no patient was connected. The investigation identified that the main board (B)(6) and the expiratory valve assembly (B)(6) were the cause of these tfs. Both components were replaced, and the ventilator passed all functional and service software tests without further issues. No patient was exposed and no risk occurred. The device was confirmed to operate within specification and was returned to clinical use. Case is considered closed.